Manufacturer narrative:
The product is labeled as single use only.

Manufacturer narrative:
The doctor's office took an x-ray of the tooth and referred the patient to a different doctor for removal of the broken file. The patient sought further medical attention from the referral doctor and the broken file was successfully retrieved. Detailed information regarding the retrieval procedure and further patient health status information could not be recalled by the office. To date, the patient is doing fine. The product involved in the alleged incident was returned; however, only the unused product remained in the package. A physical evaluation was performed on the returned product, yielding results within specifications.

Event description:
A doctor alleged that a channels 25mm file had broken in the canal during a patient's procedure and could not be retrieved.